Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint was reported as: "in (B)(6) 2021, the resuscitation department of the hospital reported issues when using arterial catheters. There was an occlusion of the catheters occurring within 2 days on average." It was reported the device was replaced and there was increased risk of infection. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not know the actual lot number of the device; therefore, a device history record review was performed on a potential lot number and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint was reported as: "in (B)(6) 2021, the resuscitation department of the hospital reported issues when using arterial catheters. There was an occlusion of the catheters occurring within 2 days on average." It was reported the device was replaced and there was increased risk of infection. No patient harm reported.